Event description:
During an endoscopic papillary balloon dilation (epbd), a cook quantum ttc biliary balloon dilator was used. Pressure was applied to the balloon, then a pinhole was confirmed at papillary side of the balloon. See MDR 1037905-2012-00354. The device was replaced with a second cook quantum ttc biliary balloon dilator. This balloon ruptured at 4 atm. See MDR 1037905-2012-00355. The epbd was abandoned and a 5 french endoscopic pancreatic duct drainage (enpd) tube was placed to finish the procedure. The physician commented that this device ruptures often and indicates a low perfection level of the device. Details related to this comment and a specific quantity were requested from the medical facility. An exact quantity could not be provided. The physician communicated that balloon rupture has been experienced several times per year. In these cases, we were informed there was no impact to the patients. A section of the device did not remain inside the patient's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned used biliary dilation balloon confirmed the report. During the visual inspection, it was confirmed that the balloon had ruptured, rendering the device inoperable. No section of the balloon was missing. One unused/sealed product was also returned. Our evaluation of the returned unused biliary dilation balloon did not confirm a defect with the device and the device functioned as intended. During the functional test of the unused biliary dilation balloon, the device was deflated using a quantum biliary inflation device. Per the instructions for use, the balloon was inflated with water to 150 psi, corresponding to the diameter of 4mm for this device. At the pressure of 150 psi, the balloon inflated and no leaks were detected. The device maintained the 150 psi pressure throughout the evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the additional info provided indicated the balloon did not receive lubrication prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in the balloon preservation and optimize balloon performance. A balloon rupture can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not inflate the balloon prior to introduction into the scope." The instructions for use also contain the following precaution: "the entire balloon must be extended beyond the tip of the duodenoscope and be fluoroscopically visualized and positioned before inflation." The instructions for use contain the following warning: "do not exceed the recommended balloon inflation pressure as listed on the inflation device and on the catheter tag of the balloon dilator." Over inflation can cause damage to the balloon dilator. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a rupture of the balloon material. The instructions for use contain the following note: "sphincteroplasty is associated with increased incidence of pancreatitis." Prior to distribution, a portion of the lot is subjected to a test to ensure device integrity. During this test, the outer diameter vs. Pressure is measured/verified. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continued to become available. Additional comments regarding this report: based on the info provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.